Event description:
It was reported that while inserting the intra-aortic balloon, it became stuck in the sheath. A request was made for more info about the event.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.